Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with mild tortuosity and moderate calcification. After a xience v stent was implanted, the 3.0 x 12 mm voyager nc balloon was used for post-dilatation; however, a balloon rupture occurred during the first inflation of 12 atmospheres (atm) for 30 seconds. The stent delivery system balloon was used for further dilatation. It was noted that the voyager nc balloon was prepped per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii, guide cath: taiga, stent: xience v. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.